Event description:
It was reported that the foley catheter fell out from the patient with a balloon deflated 2 hours after the placement. It was noted that a pretest was performed without any issues. Additionally when the water was injected into the fallen catheter the balloon was inflated with no problem.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest for 30 minutes with no observed leaks. The catheter balloon was passively deflated with no issues or cuffing noted, and the balloon concentricity was observed to be 50:50 . "Shaft shall be free of kinks, cuts, tears and irregular surfaces." Active length of the catheter balloon was measured (0.6895") and found to be within specification (0.60"-0.90") . No root cause could be found because the reported event was unconfirmed. The lot number is unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter fell out from the patient with a balloon deflated 2 hours after the placement. It was noted that a pretest was performed without any issues. Additionally when the water was injected into the fallen catheter the balloon was inflated with no problem.